Event description:
Boston scientific received information that the minute ventilation sensor on this programmer was not optimized for the patient¿s need. It was suspected that the device is moving in the pocket causing non-respiratory noise. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.